Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed. The customer reported patient involvement, no harm.

Manufacturer narrative:
Bad (B)(6) 2016. The bench repair technician confirmed the reported problem and replaced the speaker assembly to resolve this issue. Patient involvement: there was no patient involvement.